Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch was screen frozen and unresponsive. The customer¿s blood glucose level ranged from 558-559 mg/dl. The customer administered a manual insulin injection to address the high bg. The pump was reset, and the customer continued to use the pump for insulin therapy.